Event description:
Revision surgery - the patient had an exactech acetabular shell and liner. In addition, the patient had a djo surgical lima stem and femoral head. The patient dislocated, as a result, a constrained exactly liner was implanted and a new djo r 8mm neutral head.